Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 459 mg/dl. The customer treated with manual injection and insulin pump customer's blood glucose value was 459 mg/dl at the time of the call. Customer reported that the high blood glucose levels began several weeks ago. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. No high pressure test was performed. Customer also reported to have experienced bent cannula on infusion set and a no delivery alarm in the past. Customer completed bent cannula troubleshooting and stated that the no delivery issue was resolved by an infusion set change. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. No product is being returned for analysis.